Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high capture threshold and r-wave amplitude variation were noted on the right ventricular (rv) lead. An x-ray was performed, and device migration was confirmed along with the slack of the rv lead being pulled likely resulting in poor contact. The physician elected to explant and replace the rv lead. The device remained implanted. The patient condition was stable.

Event description:
New information received notes that the ICD device pocket was revised during the procedure.